Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration and perforation of device/expulsion of essure device/ migration of essure device: location of device: uterus"), menorrhagia ("menorrhagia"), menstrual disorder ("abnormal menstrual hemorrhaging"), neoplasm malignant ("cancer cells"), addison's disease ("addison disorder") and diabetes mellitus ("diabetic") in a 26-year-old female patient who had essure (ess205) (batch no. 621693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vulvovaginal condyloma. Concurrent conditions included anxiety, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced mood swings ("mood swing"). In (B)(6) 2017, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("sever pelvic pain/pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), thyroid disorder ("thyroid disorder"), rash ("rashes"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety/ mental anguish"), depression ("depression") and urticaria ("hives"). The patient was treated with surgery (partial salpingotomy, dilation of cervix and leep), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, neoplasm malignant, addison's disease, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, allergy to metals, fatigue and alopecia had not resolved, the uterine perforation, menorrhagia, menstrual disorder, diabetes mellitus, mood swings, vaginal haemorrhage, anxiety, depression, urticaria and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered addison's disease, allergy to metals, alopecia, anxiety, depression, device breakage, diabetes mellitus, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received:event addeds: mood swing, abnormal bleeding (vaginal, menorrhagia), anxiety, hives, vaginal discharge.menorrhagia was marked as incident due to ablation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration and perforation of device/expulsion of essure device/ migration of essure device: location of device: uterus"), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), neoplasm malignant ("cancer cells"), addison's disease ("addison disorder") and diabetes mellitus ("diabetic") in a 26-year-old female patient who had essure (ess205) (batch no. 621693-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's past medical history included vulvovaginal condyloma. Concurrent conditions included anxiety, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced pelvic pain ("sever pelvic pain/pain"). On(B)(6) 2009, 2 years 1 month after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced mood swings ("mood swing"). In (B)(6) 2017, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), thyroid disorder ("thyroid disorder"), rash ("rashes"), tooth disorder ("dental problems"), alopecia ("hair loss") and urticaria ("hives"). The patient was treated with surgery (partial salpingotomy, dilation of cervix and leep) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, neoplasm malignant, addison's disease, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, allergy to metals, fatigue and alopecia had not resolved, the uterine perforation, menorrhagia, diabetes mellitus, mood swings, vaginal haemorrhage, anxiety, depression, urticaria and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered addison's disease, allergy to metals, alopecia, anxiety, depression, device breakage, diabetes mellitus, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Reporter's received. Added event she did not undergo essure confirmation test. Updated onset date of events. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of device/expulsion of essure device"), menstrual disorder ("abnormal menstrual hemorrhaging"), device breakage ("device breakage"), neoplasm malignant ("cancer cells") and addison's disease ("addison disorder") in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vulvovaginal condyloma. Concurrent conditions included anxiety, diabetes mellitus, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced pelvic pain ("sever pelvic pain/pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), thyroid disorder ("thyroid disorder"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (partial salpingotomy, dilation of cervix and leep) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation and menstrual disorder outcome was unknown and the device breakage, neoplasm malignant, addison's disease, pelvic pain, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, allergy to metals, fatigue and alopecia had not resolved. The reporter considered addison's disease, allergy to metals, alopecia, device breakage, fatigue, headache, hormone level abnormal, menstrual disorder, migraine, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder and uterine perforation to be related to essure (ess205). Diagnostic results: on (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. New events added- hormonal changes, addison/ thyroid, rashes, migraines / headaches, nausea, dental problems, nickel allergy, device breakage, cancer cells, expulsion of essure device, pain, fatigue and hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual hemorrhaging") and pelvic pain ("sever pelvic pain"). The patient was treated with surgery (underwent surgical removal of the device due to complications from essure). Essure (ess205) was removed. At the time of the report, the uterine perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration and perforation of device/expulsion of essure device/ migration of essure device: location of device: uterus"), menorrhagia ("abnormal menstrual hemorrhaging / menorrhagia"), neoplasm malignant ("cancer cells"), addison's disease ("addison disorder") and diabetes mellitus ("diabetic") in a 26-year-old female patient who had essure (ess205) (batch no. 621693-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vulvovaginal condyloma. Concurrent conditions included anxiety, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced mood swings ("mood swing"). In (B)(6) 2017, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("sever pelvic pain/pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), thyroid disorder ("thyroid disorder"), rash ("rashes"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety/ mental anguish"), depression ("depression") and urticaria ("hives"). The patient was treated with surgery (partial salpingotomy, dilation of cervix and leep) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, neoplasm malignant, addison's disease, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, allergy to metals, fatigue and alopecia had not resolved, the uterine perforation, menorrhagia, diabetes mellitus, mood swings, vaginal haemorrhage, anxiety, depression, urticaria and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered addison's disease, allergy to metals, alopecia, anxiety, depression, device breakage, diabetes mellitus, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration and perforation of device/expulsion of essure device/ migration of essure device: location of device: uterus'), menorrhagia ('abnormal menstrual hemorrhaging / menorrhagia'), neoplasm malignant ('cancer cells'), addison's disease ('addison disorder') and diabetes mellitus ('diabetic') in a 26-year-old female patient who had essure (ess205) (batch no. 621683,621693-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included vulvovaginal condyloma. On (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Concurrent conditions included anxiety, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced addison's disease (seriousness criterion medically significant) and thyroid disorder ("thyroid disorder"). In (B)(6) 2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced pelvic pain ("sever pelvic pain/pain"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 1 month after insertion of essure (ess205). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced mood swings ("mood swing"). In (B)(6) 2017, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), rash ("rashes"), tooth disorder ("dental problems"), alopecia ("hair loss") and urticaria ("hives") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial salpingotomy, partial salpingotomy, dilation of cervix and leep and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, neoplasm malignant, addison's disease, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, fatigue and alopecia had not resolved, the uterine perforation, diabetes mellitus, mood swings, anxiety, depression, urticaria and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, allergy to metals and vaginal haemorrhage had resolved. The reporter considered addison's disease, allergy to metals, alopecia, anxiety, depression, device breakage, diabetes mellitus, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, migration. Lot # reported (621693) is not valid. Lot number: 621683, manufacturing date: 2006-11, expiration date: 2008-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration and perforation of device/expulsion of essure device/ migration of essure device: location of device: uterus'), menorrhagia ('abnormal menstrual hemorrhaging / menorrhagia'), neoplasm malignant ('cancer cells'), addison's disease ('addison disorder') and diabetes mellitus ('diabetic') in a 26-year-old female patient who had essure (ess205) (batch no. 621683,621693-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included vulvovaginal condyloma. On (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Concurrent conditions included anxiety, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In june 2007, the patient experienced addison's disease (seriousness criterion medically significant) and thyroid disorder ("thyroid disorder"). In january 2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In april 2008, the patient experienced pelvic pain ("sever pelvic pain/pain"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 1 month after insertion of essure (ess205). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2016, the patient experienced mood swings ("mood swing"). In june 2017, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), rash ("rashes"), tooth disorder ("dental problems"), alopecia ("hair loss") and urticaria ("hives") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial salpingotomy, partial salpingotomy, dilation of cervix and leep and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, neoplasm malignant, addison's disease, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, fatigue and alopecia had not resolved, the uterine perforation, diabetes mellitus, mood swings, anxiety, depression, urticaria and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, allergy to metals and vaginal haemorrhage had resolved. The reporter considered addison's disease, allergy to metals, alopecia, anxiety, depression, device breakage, diabetes mellitus, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, migration. Lot # reported (621693) is invalid. Lot number: 621683 manufacturing date: 2006-11 expiration date: 2008-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration and perforation of device/expulsion of essure device/ migration of essure device: location of device: uterus'), menorrhagia ('abnormal menstrual hemorrhaging / menorrhagia'), neoplasm malignant ('cancer cells'), addison's disease ('addison disorder') and diabetes mellitus ('diabetic') in a 26-year-old female patient who had essure (ess205) (batch no. 621693-inv, 621683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included vulvovaginal condyloma. On (B)(6) 2017, surgical pathology report revealed specimen "a": cervix, upper leep, leep cone biopsy:1. Squamocolumnar junctional tissue showing focal hpv-related viral koilocytotic change. 2. There is focal hpv-related mild koilocytosis present at the apical endocervical margin. 3. The remaining margins are uninvolved by koilocytosis/dysplasia. On (B)(6) 2017, finding revealed right sided essure coil in right tube, left coil not visualized laparoscopically, essure unwound coils in endometrial canal, endometrial scarring consistent with prior novasure. Concurrent conditions included anxiety, asthma, heartburn, numbness, tingling and cervical high grade squamous intraepithelial lesion. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced addison's disease (seriousness criterion medically significant) and thyroid disorder ("thyroid disorder"). In (B)(6) 2008, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced pelvic pain ("sever pelvic pain/pain"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 1 month after insertion of essure (ess205). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced mood swings ("mood swing"). In june 2017, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), rash ("rashes"), tooth disorder ("dental problems"), alopecia ("hair loss") and urticaria ("hives") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial salpingotomy, partial salpingotomy, dilation of cervix and leep and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, neoplasm malignant, addison's disease, hormone level abnormal, thyroid disorder, rash, migraine, headache, nausea, tooth disorder, fatigue and alopecia had not resolved, the uterine perforation, diabetes mellitus, mood swings, anxiety, depression, urticaria and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, allergy to metals and vaginal haemorrhage had resolved. The reporter considered addison's disease, allergy to metals, alopecia, anxiety, depression, device breakage, diabetes mellitus, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, rash, thyroid disorder, tooth disorder, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, migration. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pif received: event outcome of pelvic pain, menorrhagia, vaginal hemorrhage, vaginal discharge were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.